Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent a bilateral salpingectomy due to complications from essure.). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that essure was successfully occluded. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 29 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial) & salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that essure was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abnormal bleeding , vaginal and menorrhagia are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure: location of device") and salpingitis ("one fallopian tubes shows chronic salpingitis") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included gravida ii, parity 2 and hydrosalpinx. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 29 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial) & salpingectomy / laparoscopy & lysis of adhesion) and surgery (underwent bilateral tubal ligation, hysterectomy (partial) & salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, salpingitis, vaginal haemorrhage and menorrhagia was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: it is estimated that there were to two to three coils; however as the pressure decreased it was harder to visualize. Identical procedure on the le with a similar outcome. She tolerated this quite well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that essure was successfully occluded. Vaginal ultrasound positive gestational sac and fetal pole. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received - outcome for the events added as recovering. Historical medication were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure: location of device/ failure to occlude fallopian tubes/ malposition of essure (fallopian tube but unusual orientation") and salpingitis ("one fallopian tubes shows chronic salpingitis") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included gravida ii, parity 2 and hydrosalpinx. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, 2 months 29 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6)2010, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems (depression)"), anxiety ("mental anguish") and pelvic pain ("pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) & salpingectomy / laparoscopy & lysis of adhesion) and surgery (underwent bilateral tubal ligation, hysterectomy (partial) & salpingectomy (bilateral)). Essure was removed on (B)(6)2010. At the time of the report, the device dislocation, salpingitis, vaginal haemorrhage, menorrhagia, depression, anxiety and pelvic pain was resolving. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is estimated that there were to two to three coils; however as the pressure decreased it was harder to visualize. Identical procedure on the le with a similar outcome. She tolerated this quite well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: confirmed that essure was successfully occluded. Vaginal ultrasound positive gestational sac and fetal pole. Most recent follow-up information incorporated above includes: on 5-oct-2018: new pfs received- new events added: pain, psychological or psychiatric problems (depression, mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure: location of device") and salpingitis ("one fallopian tubes shows chronic salpingitis") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gravida ii, parity 2 and hydrosalpinx. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 29 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (partial) & salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent bilateral tubal ligation, hysterectomy (partial) & salpingectomy (bilateral)). Essure was removed on 8-oct-2010. At the time of the report, the device dislocation, salpingitis, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered device dislocation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: it is estimated that there were to two to three coils; however as the pressure decreased it was harder to visualize. Identical procedure on the le with a similar outcome. She tolerated this quite well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 10-aug-2010: confirmed that essure was successfully occluded. Vaginal ultrasound positive gestational sac and fetal pole. Most recent follow-up information incorporated above includes: on 12-mar-2018: plaintiff fact sheet and medical record received: concomitant medication and events onset date were added and event one fallopian tubes shows chronic salpingitis was added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/migration of essure: location of device/ failure to occlude fallopian tubes/ malposition of essure (fallopian tube but unusual orientation') and salpingitis ('one fallopian tubes shows chronic salpingitis') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010 essure confirmation test should migration of essure device. Right micro insert shows satisfactory occlusion but device appears unusual orientation. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included gravida ii, parity 2 and hydrosalpinx. Concomitant products included ibuprofen (motrin children) from october 2010 to november 2010, medroxyprogesterone acetate (depo-provera) from march 2010 to october 2010, oxycodone from october 2010 to november 2010 and paracetamol (acetaminophen) from may 2010 to november 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain / pelvic area pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) & salpingectomy / laparoscopy & lysis of adhesion and underwent bilateral tubal ligation, hysterectomy (partial) & salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, salpingitis, depression and anxiety was resolving and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is estimated that there were to two to three coils; however as the pressure decreased it was harder to visualize. Identical procedure on the le with a similar outcome. She tolerated this quite well. Date(s) of insertion: (B)(6) 2010 (discrepancy noted) (as per pif). Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed that essure was successfully occluded.. Diagnostic results: vaginal ultrasound positive gestational sac and fetal pole. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/migration of essure: location of device/ failure to occlude fallopian tubes/ malposition of essure (fallopian tube but unusual orientation') and salpingitis ('one fallopian tubes shows chronic salpingitis') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010 essure confirmation test should migration of essure device. Right micro insert shows satisfactory occlusion but device appears unusual orientation. Previously administered products included for an unreported indication: nsaid and acetaminophen. Concurrent conditions included gravida ii, parity 2 and hydrosalpinx. Concomitant products included ibuprofen (motrin children) from (B)(6) 2010 to (B)(6) 2010, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, oxycodone from (B)(6) 2010 to (B)(6) 2010 and paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"), 2 months 20 days after insertion of essure. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems (depression)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and pelvic pain ("pain / pelvic area pain"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial) & salpingectomy / laparoscopy & lysis of adhesion and underwent bilateral tubal ligation, hysterectomy (partial) & salpingectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, salpingitis, depression and anxiety was resolving and the vaginal haemorrhage, menorrhagia and pelvic pain had resolved. The reporter provided no causality assessment for salpingitis with essure. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is estimated that there were to two to three coils; however as the pressure decreased it was harder to visualize. Identical procedure on the le with a similar outcome. She tolerated this quite well. Date(s) of insertion: (B)(6) 2010 (discrepancy noted) (as per pif). Patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed that essure was successfully occluded.. Diagnostic results: vaginal ultrasound positive gestational sac and fetal pole most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia were updated as recovered/resolved. Rcc note added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.